Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37092, serial# unknown, product type: accessory. Product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were trying to control their pain. The patient stated the pain was expected after the surgery. The patient reported she was given instructions on how to use the patient programmer after the procedure, but she was just ready to go home and was ¿half in and half out¿. The patient stated she could feel stimulation a bit after surgery, but then she could barely feel it as the week progressed. The patient was on program 1 at 0.7 v and therapy was on. The patient increased to 0.8 v and stated she could slightly feel stimulation. The patient stated she was not sure if she was getting the full benefit of therapy because she was not sure how to use the patient programmer. The patient stated she was definitely getting benefit from therapy. The patient mentioned she trial was beneficial. Additional information from the patient on (B)(6) reported she was still having trouble communicating with her implant and kept getting the poor communication screen. The patient did not think she had swelling at the implant site and the patient was able to connect without the antenna and reported that stimulation was on, program 1 at 0.8 v and she increased to 0.9 v felt stimulation. Additional information from the patient on (B)(6) reported their antenna was not working again. It was verified the antenna got poor communication. The patient was still having issues communicating with the patient programmer. Additional information from the patient on (B)(6) reported they had experienced a loss or change of therapy. The patient noted the device almost seemed like it was not working like it was. The patient stated she had a fall on about (B)(6), this would be her third fall. The patient noted she slipped on the kitchen floor, and fell on her right knee implant. The patient stated that since the fall the patient felt intermittently feeling stimulation sensation and was having problems with symptom control. The patient noted that since the fall she could walk around the house and not notice stimulation, but when she sat in the car seat, just like that she felt stimulation. The patient stated it was not only when she sat, it was anytime where it went off and then it¿s on. The patient noted when it was on, she felt it, but it was not uncomfortable. It was confirmed that stimulation was on and at 1.0 v. The patient stated that she was at 0.6 v when she first call, she then increased to 0.8 v, and then she increased to 1.0 v. The patient reported she was having more trouble with her symptoms on (B)(6). The patient noted she felt like she was going to wet herself, not like she did during the trial. The patient had intermittent sensation and return of symptoms. Additional information from the patient on (B)(6) reported she was supposed to receive a new antenna, but was sent a patient programmer instead. There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined the patient's device was replaced "both antenna and device" which resolved the issue. Additionally, the patient noted that it was set on program 2. The issue was resolved at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Health care professional reported an x-ray was done and it was in good position. Patient had an appointment scheduled for (B)(6) 2017. No further complications reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's antenna arrived the day after the programmer (pp). The patient was still using the old pp, and noted that it seemed to be working until about a week ago (about (B)(6) 2017), then they started getting poor communication. Troubleshooting included syncing with the antenna, and then syncing with the pp directly over the ins, on the skin; neither of these resolved the issue. They then tried using the new pp, and were able to successfully communicate with the ins. It was recommended that the patient take the new pp and antenna with them to their healthcare provider the following day so the healthcare provider or manufacturer representative could load their programs back in. It was also noted that the patient had been worried because of their fall, but had since had an xray and their healthcare provider said it looked ok. No further patient complications are anticipated or expected as a result of this event.